Manufacturer narrative:
Patient information not provided.

Event description:
The customer reported system is not switching on. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.